Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed multiple intermittent occurrences of air bubbles in the cartridge pigtail, luer lock, and infusion set tubing. Customer reported blood glucose (bg) levels of up to 250 (mg/dl). The customer would typically prime the infusion set tubing and deliver a bolus to address bg levels.